Event description:
It was reported that: during a pre-use checkout, the user noted during ventilation that there was noise emanating from the inspiratory block. The device was pulled from use for servicing.